Event description:
The rv lead exhibited noise and is suspected of having a fracture due to clavicular crush. The hospital stated on (B)(6) 2011 that the entire system would be explanted later due to this issue. No explant date has been provided, and as this pt is not followed by different facility, the local rep and following physician's office no longer have any contact with this pt.